Event description:
The clinician reports the implant was inserted (B)(6)2018 in the patient's mouth. On 2018(B)(6), non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.